Event description:
As reported: "subject: (B)(6). Infinity¿ with adaptis¿ total ankle replacement follow-up (itar2). Aseptic loosening: subject reported gradual worsening pain in the study ankle. [The surgeon's] pa noted that the pain seemed "somewhat migratory around the anterior ankle, medial and lateral hindfoot even up into the lower leg with some tenderness medially along tibia." Pa did not note any subsidence of hardware on x-rays. Subject received fluoroscopic guided right subtalar joint injection as treatment. (B)(6) 2023: worsening. Loosening of tibial component noted on x-rays. (B)(6) 2023: no change. No progression of loosening. Pi attributed ankle pain to loosening at this visit. (B)(6) 2024: pain was resolved and x-rays showed no further progression. Resolved without sequelae."

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "subject: (B)(6) infinity¿ with adaptis¿ total ankle replacement follow-up (itar2) aseptic loosening: subject reported gradual worsening pain in the study ankle. [The surgeon's] pa noted that the pain seemed "somewhat migratory around the anterior ankle, medial and lateral hindfoot even up into the lower leg with some tenderness medially along tibia." Pa did not note any subsidence of hardware on x-rays. Subject received fluoroscopic guided right subtalar joint injection as treatment. (B)(6)2023: worsening. Loosening of tibial component noted on x-rays (B)(6) 2023: no change. No progression of loosening. Pi attributed ankle pain to loosening at this visit. (B)(6) 2024: pain was resolved and x-rays showed no further progression. Resolved without sequelae."